Manufacturer narrative:
Section was updated per the additional information received. Field service investigation was not performed and no parts were returned for failure analysis investigation as the serial number of the complaint device is unknown. All device history records are reviewed and released according to procedure; a device is not released if it does not meet requirements or is nonconforming. A supplemental report will be filed if and when additional information becomes available. This is one of three device reports for this event. Associated MFR report numbers: 1225714-2016-00024, 1225714-2016-00025 and 2937457-2016-00112.

Manufacturer narrative:
This is one of three device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a myocardial infarction and expired. It was further alleged the event was a result of the plaintiff's exposure to the product.